Manufacturer narrative:
A review of the da vinci system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 0 degree endoscope plus, 30 degree endoscope plus, fenestrated bipolar forceps, prograsp forceps, two monopolar curved scissors, two large needle drivers. A site history review found no subsequent complaints were made for the instruments used during this procedure. A device history record (DHR) review for the device(s) used during the procedure found no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent a robotic prostatectomy. Bleeding was noted to have occurred intraoperatively but the surgeon stated there was no concern for a robotic issue. The details of what bled or how the bleeding may have occurred were not provided. The hemoglobin was stable on two occasions in the post operative period but the timeline as to when those levels were drawn was not provided. Vitals were also reportedly normal. However, the patient developed a dysrhythmia, coded, and was noted to be distended. The patient was eventually re-explored at which time blood was found. Neither the volume of blood discovered at re-exploration, the source of the blood loss, nor any additional findings were provided. Although there was no autopsy, the surgeon reported the patient died as a result of a myocardial infarction. No additional supporting evidence for this conclusion was provided. Based on the information provided, insufficient evidence is available to determine if any intuitive surgical products or instruments contributed to this event. Section b2 - date of death is estimated as same date of procedure as complication occurred in the pacu post-procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci assisted radical prostatectomy (without lymphadenectomy), the patient required a post-operative open procedure at an unspecified time due to bleeding and later expired due to a myocardial infarction. The surgeon reported that while there was some intra-operative bleeding during the da vinci-assisted procedure, the bleeding was controlled and the procedure was completed. The surgeon stated that there was no concern for any da vinci robotic issues. Post-operatively, the patient's hemoglobin was stable and checked twice at 8.7 and 8.8g/dl four hours apart and the patient had normal vital signs and abdominal exam. However, the patient experienced a ventricular fibrillation arrest and was coded for 25 minutes after which the patient¿s abdomen was noted to be distended. The surgeon stated that the distention was likely due to the bagging efforts during CPR. Due to concern for possible bleeding an emergent exploratory laparoscopy was performed where an unspecified amount of blood was found in the abdomen and evacuated; the blood was reported to likely be old. The surgeon stated that the patient expired due to a myocardial infarction. No autopsy was performed.